Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The service representative disconnected the alt o2 inlet tubing elbow fitting from the mixer manifold, disconnected the tubing from the outlet elbow fitting, reassembled, and testing passed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system failure during the preoperative checkout., there was no report of patient involvement.